Event description:
It was reported "tc 301 defective: the image flickers, the brightness goes on and off. It is impossible to perform the colonoscopy like this." It was furthermore stated that the patient was already prepared for examination, but since the examination could not be completed successfully, the patient had to be sent from the doctor's practice to a clinic right away so that the colonoscopy could be performed there. Since the examination could not be completed successfully at the doctor's practice and the patient had to be sent to a clinic, this case is deemed reportable.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).